Manufacturer narrative:
Block d2b: product code - additional product code qon block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that there were 6 cases of lead breakage/fracture, in all cases at the identical side of the lead, directly located at the transition from the rigid section to its flexible section. These all occurred during trial stages after the lead had been placed in the patient. In most cases, the fracture resulted in loss of isolation and exposure of the cable core/strand with short circuit, loss of connectivity to the patient's remote, loss of device function, and termination of the testing phase due to the removal of the lead. The physician is having to consider switching back to the previous trial device they've used for the time being because of the issue that occurred in the most recent 6 cases until the issue is resolved.